Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, difficulties were encountered with the helix when positioning it in the atrium. Initially, the helix would not extend after eight turns were applied. As a result, the physician then applied ten more turns to the helix. On the x-ray, the helix appeared to be extended about one turn. The measurements on the ra lead were all normal so the procedure was completed. After pocket closure, it was then discovered that the ra lead had dislodged. The pocket was reopened to reposition the ra lead. The helix mechanism was tested without the j-stylet. Initially the helix would not extend, but after the tenth turn was applied, the helix had fully extended. The j-stylet was inserted back into the lumen of the lead and an attempt to reposition the lead was made. With the j-stylet inserted into the lumen, the helix would not extend after ten turns were applied. Once the j-stylet was removed, the helix did extend. Because a j-stylet is needed to position the lead into the atrium, this ra lead was explanted and successfully replaced with a new lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance and the measurements throughout these tests were within normal limits. A new j-stylet was inserted into the lead and the helix mechanism was tested. The helix extended without issue with 10 turns and retracted within 8 turns. A straight stylet was also used to test the helix mechanism and the helix was able to be extended in 8 turns and retracted in 6 turns. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.